Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported low reading in the cerebral oximetry on the operated side of the patient. The reported issue did occur while being used on a patient . The contralateral oximetry was correct. An urgent brain MRI was ordered. During the move from the operating room, the cable was switched and the oximetry came back to normal.

Manufacturer narrative:
Product may be returned to medtronic at a later date for investigation.

Event description:
Customer reported low reading in the cerebral oximetry on the operated side of the patient. The reported issue did occur while being used on a patient . The contralateral oximetry was correct. An urgent brain MRI was ordered. During the move from the operating room, the cable was switched and the oximetry came back to normal.